Event description:
It was reported that the insulin pump alarmed motor error. Selftest was performed and motor error alarm occurred. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump passed the motor test and self test. No a20 alarm noted. The insulin pump has cracked case at the display window corner, battery tube threads, minor scratched display window and missing the end cap sticker.